Manufacturer narrative:
H.6. Investigation: photo received for investigation, upon visual inspection, injector was luer connected to a connector the grips from the safety sleeve are removed from their place; most probably caused by a misuse of the device by the user during the connection/disconnection of the phaseal device against the matting component. A device history review was performed for lot 2011001, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Moreover, five retained samples of the same lot were used for additional evaluation, no damage or other defects was observed on any of the product. Functional testing was performed, sample was attached to a syringe+ a protector connected to a vial. After aspirating the colorant from the vial to the syringe, no issues were found on the injector. This procedure was repeated 3 times on each retained sample and no issues were observed during all connections performed on all of them. No broken safety sleeve from the injector was observed. In all cases the product functioned properly, and no issues were observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. H3 other text : see h.10

Event description:
It was reported that injector luer lock n35c multipack needle was exposed. The following information was provided by the initial reporter: per e-mail received from the customer: the product in question is phaseal not optima. The nurse was actively disconnecting the injector from the connector attached to the patient. The blue plastic cover did not extend to cover the sharp.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector luer lock n35c multipack needle was exposed. The following information was provided by the initial reporter: per e-mail received from the customer: the product in question is phaseal not optima. The nurse was actively disconnecting the injector from the connector attached to the patient. The blue plastic cover did not extend to cover the sharp.